Event description:
After advancing the delivery system over a wire guide to the target site, the user started to release the stent as usual. The safety wire was removed and the stent placement in the bile duct was completed. However, when the use was removing the endoscope from the patient, it caught a grasping loop of the stent and dragged the stent together with the endoscope. Since the hospital did not have the same sized stent, another sized evolution (10mm x 6cm) was placed instead to complete the procedure. There have been no adverse effects to the patient reported. Updated on 4/aug/2020, (B)(6) : after advancing the delivery system over a wire guide to the target site, the user started to release the stent as usual. The safety wire was removed and the stent placement in the bile duct was completed. However, when the use was removing the endoscope from the patient, it caught a grasping loop of the stent and dragged the stent together with the endoscope. The dragged stent was detached from the endoscope and dropped in the duodenum. Since the hospital did not have the same sized stent, another sized evolution (10mm x 6cm) was placed through the endoscope which was still inside the patient body instead. After that, the dropped stent in the duodenum was retrieved from the patient with forceps. The procedure was completed with no problem. There have been no adverse effects to the patient reported. There was no damage in the bile duct due to stent migration. Patient outcome: there have been no adverse effects to the patient reported. Patient/event info - notes: physician's comment: I released the stent as usual, so I cannot find a cause. Additional information: 1 general questions: 1-1 at what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) - while removing the endscope. 1-2 what endoscope type and channel size was used? Jf-260v channel f3.7mm/ olympus. 1-3 what was the position of the elevator? Was it opened or closed? (Unknown). 1-4 details of the wire guide used (diameter, type, make)? Hydrajagwire/0.035inch 450cm/ bsj. 1-5 did any part of the stent contact the patient¿s anatomy when the complaint occurred? (Yes). 1-6 how long was the stent in the patient by the time this complaint occurred? N/a. 1-7 for devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? N/a.

Manufacturer narrative:
Component code (annex g): g07001 - part/component/sub-assembly term not applicable. Device evaluation: the evo-pc-10-11-4-b device of c1614818 lot number was not returned to cook ireland for evaluation. With the information provided, document based investigation was conducted. Documents review including IFU review: prior to distribution all evo-pc-10-11-4-b devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-pc-10-11-4-b device of lot number c1614818 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1614818; upon review of complaints this failure mode has not occurred previously with this lot #c1614818. As per the instructions for use, ifu0057-5 which informs the user about the "after deployment, fluoroscopically confirm full stent expansion. While maintaining wire guide position, push direction button on side of delivery handle to opposite side. Squeeze the trigger to completely recapture the introducer system, unlock the wire guide from fusion wire guide locking device. The device can be safely removed with the elevator of the endoscope fully down." On review of the information provided, there is evidence to suggest that the user did not follow the instructions for use. Root cause review: a definitive root cause could be attributed to user error. As per engineering input "the interaction between the scope and the stent as the two should not come in contact with each other if the introducer is advanced out of the scope which is normal procedure. Summary: customer complaint is confirmed based on customer testimony. There have been no adverse effects to the patient reported. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
After advancing the delivery system over a wire guide to the target site, the user started to release the stent as usual. The safety wire was removed and the stent placement in the bile duct was completed. However, when the use was removing the endoscope from the patient, it caught a grasping loop of the stent and dragged the stent together with the endoscope. Since the hospital did not have the same sized stent, another sized evolution (10mm x 6cm) was placed instead to complete the procedure. There have been no adverse effects to the patient reported. Updated on 4/aug/2020, ya@cj: after advancing the delivery system over a wire guide to the target site, the user started to release the stent as usual. The safety wire was removed and the stent placement in the bile duct was completed. However, when the use was removing the endoscope from the patient, it caught a grasping loop of the stent and dragged the stent together with the endoscope. The dragged stent was detached from the endoscope and dropped in the duodenum. Since the hospital did not have the same sized stent, another sized evolution (10mm x 6cm) was placed through the endoscope which was still inside the patient body instead. After that, the dropped stent in the duodenum was retrieved from the patient with forceps. The procedure was completed with no problem. There have been no adverse effects to the patient reported. There was no damage in the bile duct due to stent migration. Patient outcome: there have been no adverse effects to the patient reported. Patient/event info notes: physician's comment: I released the stent as usual, so I cannot find a cause. Additional information: general questions: at what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal): while removing the endscope. What endoscope type and channel size was used? Jf-260v channel f3.7mm/ olympus. What was the position of the elevator? Was it opened or closed? (Unknown). Details of the wire guide used (diameter, type, make)? Hydrajagwire/0.035inch 450cm/ bsj. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? (Yes). How long was the stent in the patient by the time this complaint occurred? N/a. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? N/a.